Event description:
Covidien insulated cautery blade #e1455 melt down today on a hip case. They were not able to retrieve the packaging so we do not have a lot number. The only concern was whether debris was left behind. There was no noted injury, they opened another tip and proceeded. I'm also being told this has happened before but have no details to share. Mode: monopolar; laterality: left; site: outer thigh; cut low: 60.00; cut high: 60; coag low: 60.00; coag high: 60; bipolar low: none; bipolar high: none; blend: blend / effect 2.